Event description:
It was reported that a pump declared alarm during the pumping process. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in loading a new cartridge using the proper technique, successfully resumed insulin therapy.